Manufacturer narrative:
(B)(4).

Event description:
The dental implant gfx3013s was removed on (B)(6) 2019 due to fracturing of the implant 14 days after implantation. The patient has no significant medical history. The patient has recovered without complications.